Event description:
A flexima catheter was placed for a biliary drainage exchange in 2003. On a separate occasion, the catheter broke apart into four separate pieces in the pt's body. Three of the four pieces were retrieved in 2004. The fourth piece, the distal tip of the catheter, remains in the pt.